Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-23036 for details pertaining to the related reportable event. Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported by the patient that their device doesn't seem to be working. Troubleshooting was attempted with remote alone and will try and have their mom help. Patient needed to place new programmer batteries as remote was blank. They did not have new batteries and will be calling back to check status if ins is on or off. Patient states they can hardly walk and it feels like he is choking and is sweating. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that him and his brother may have increased amplitude up too high. The patient inquired about the possibility of lowering amplitude. It was reviewed that all patient's are different and its unclear how patient may respond to amplitude adjustments. The patient's managing healthcare provider is in florida and the patient is in missouri. Patient contacted a local neurologist but cannot get in to see him until (B)(6). They were told to call the managing healthcare provider's office and ask them if they can advise him over the phone of what group and amplitude he should be at. Patient said they would. Patient called back and verified ins status with patient programmer. Patient reported "on/okay" for both ins. Simple mode programming option was reviewed.